Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also mentioned that the implantable pulse generator (ipg) will not charge or turn on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: model number/catalog number: sc-4316 batch/lot number: 24553983 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).